Event description:
One endeavor rx drug-eluting stent was implanted at the proximal lad. An acute non-stemi is reported to have occurred on the same day as the index procedure. Location of mi was non determinable. Investigator assessed the event as a non-q-wave mi. Investigator reported that the after stent implantation the diagonal branch was occluded. Investigator has indicated that event was related to the study stent. Patient was asymptomatic at 30 day follow up and displayed stable angina at 6 month and 1 year follow up.

Manufacturer narrative:
Evaluation code, results: (myocardial infarction).